Event description:
Maude report (B)(4) submitted by a patient states that his/her knee gives out, causing him/her to fall. Severe constant pain and fluid buildup were also reported. The report is not completely clear, but it appears to indicate that the patient was revised.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.